Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was a defective manifold. Additional malfunctions were leaking tie wraps and saturated sieve beds.